Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: device lot number? Ugy1712100. Confirm that the tip of the device was not located and will not be returning with the electrode being returned for analysis? Confirmed. Please confirm that the patient had iud at the time of the procedure? Confirmed. Did the patient experience any adverse patient consequences? Stress, extra effort as an x-ray, but no direct harm, if yes did the patient require any additional surgical or medical intervention as a result of this experience? X-ray for finding the tip. How is the patient doing today? Good.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018. During the procedure, the tip broke loose and was not seen in the uterus. It was reported that during the procedure they pulled the tip to an intrauterine device. The health professional opined that it looked like after pulling a little bit at the iud, the tip was weakened and activation of electro burned the rest of the disposable. An x-ray of the patient was performed and flushing of 5 liters of nacl. The or staff did not detect the tip. The patient status is reported as good and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Product release date: (B)(4) 2018. Product expiry date: (B)(4) 2022 visual inspection was performed and the active loop was missing from the returned electrode, as detailed in the initial complaint. The active tip of the device shows minimal signs of activation. Examination of the failure areas suggests that the failure is mechanical rather than through erosion as the wire is angled and not rounded. There are no obvious defects in the wire section that would suggest an inherent weakness. The information from the customer also suggests than the active tip has been subjected to a mechanical force. The rest of the electrode remained in a good condition. From the investigation and based on the evidence available we have determined the likely cause of the loop failure is excessive force exerted onto the tip during use which suggests potential user error / misuse.